Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: a review of the black box showed multiple replace battery alarms. The pump powered on with the display remaining blank. Unrelated to the original complaint, moisture was visible in the display. The pump was opened to find moisture damage on the printed circuit board. The blank display was due to moisture damage.